Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Event description:
Quote from customer, "'several' eds-3 collection chambers were not draining into the collection bags by gravity. We had to connect a syringe and manually aspirate then flush the csf from the chamber to the bag." And "we (neuro-ICU rn's) have been experiencing some difficulties in getting csf to drain from the collection chamber into the final collection bag. It's happened enough times recently that I thought I'd inform you. I dont know any particular lot #'s and it's not every drainage system. We've had to attach a syringe to the port between the collection chamber and collection bag to encourage the flow of csf into the bag from the chamber. Seems like the taper/venturi effect isn't enough in some cases. Some nurses have changed the nearly empty collection bag due to frustration w/ non-drainage from chamber to bag." (B)(6) 2015 per affiliate, there were no reports of adverse affects to patients.